Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and also device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to be recovered. A field service engineer (fse) replaced the retractor band and board, but no issue not resolved. Then, the fse stated that will be ordering a new full height drawer. After multiple follow-ups, no response was received from the field service engineer related to further assistance.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and also device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.